Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: rep was not present for the case. Limited information available. The trocar cannula broke. There was no patient injury and the patient is fine. The device was discarded by the facility. It is unknown how the procedure was completed. When the rep reached out for additional information he was informed by the supply chain mgr that she could not find the names of the surgical team, only the doctor. The rep has already reached out to dr. [] for additional information, but [the doctor's] office is closed. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: rep was not present for the case. Limited information available. The trocar cannula broke. There was no patient injury and the patient is fine. The device was discarded by the facility. It is unknown how the procedure was completed. When the rep reached out for additional information he was informed by the supply chain mgr that she could not find the names of the surgical team, only the doctor. The rep has already reached out to dr. [Name] for additional information, but [the doctor's] office is closed. Additional information received via email on 31mar2020 from applied medical representative: I have reached back out to the surgeon and was not able to get through. I also spoke with the account again, they were not able to give any additional information. I've answered the questions below with the information I was given. The name of the procedure is unknown. The fracture occurrence was only described as, "the trocar broke in half". It is unknown if the fracture particulated. All pieces were retrieved from the patient. The trocar was fully removed and discarded. The case was completed successfully and the broken trocar was replaced with a new trocar. It is unknown what concomitant devices were used with the trocar. Unknown if the port was used with a robot or as an ancillary port. Patient status: no patient injury.